Manufacturer narrative:
The device was received for evaluation. During functional testing, the 'failed flow rate test" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was found within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a failed flow rate test. The event occurred during preventive maintenance (pm) testing in the biomed service department. There was no patient involvement. No additional information is available.